Event description:
It was reported that the user attempted to pair a new fsl3+ sensor with the ilet app after scanning it earlier, and the app displayed a message instructing to replace the sensor because it was not working; the agent guided the user to place a new sensor and confirmed the warmup, and the user mentioned a low earlier in the day. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue with intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.